Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection found no issues. The wand was returned outside of original packaging. The original packaging was not returned with the device. A functional evaluation found on plug-in the controller registered settings (7,3). The ablation and coagulation functioned as intended. No abnormal heating was observed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was report that during tonsil surgery, the side of the coblator wand was hot and left a burn mark next to the tonsils. The procedure was successfully completed without significant delay using a s+n back-up device. No further complications reported.